Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, cannula, obturator, circular seal and envelope seal appeared intact. The radially expandable sleeve was not received. A small blue piece was received attached to a plastic package with surgical tape. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the port failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No evidence of any systematic issue regarding to this failure mode was observed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, a blue foreign material like rubber piece fell into the patient's cavity. It was immediately retrieved by using forceps. There was no patient injury.